Event description:
Manufacturer reference#: (B)(4).

Manufacturer narrative:
During investigation of the returned guide wire it could be detected that the guide wire was fractured in two parts (fracture after 33, 4 cm distance from one tip of the guide wire). Microscopic inspection revealed a clear and shiny surface on both sides of the fracture, which indicates that the guide wire was cut with a sharp item into two pieces. This is supported by a comparison test with a retain sample of the same guide wire type: the guide wire was cut with a scalpel and the surface of the cut showed under microscopic inspection exactly the same appearance as the returned product. The IFU indicates in the section warnings and precautions for safe use: "do not cut guide wire". A review of the DHR did not reveal any non-conformities relevant to the reported issue. No further complaints were received for this batch. Getinge USA sales, llc(importer) is submitting the report on behalf of pulsion medical systems se (exemption number e2018007). Contact: (B)(6). (B)(4).

Manufacturer narrative:
Further information has been requested and investigation is ongoing. A supplemental medwatch report will be sent when the investigation is completed. Exemption number e2018007 (B)(4).

Event description:
After placing the catheter the guide wire was retracted. During retraction of the guide wire it was detected that the guide wire was broken. The complete guide wire was removed from patient with the catheter. No clinical consequences or harm to the patient occurred; a new catheter was inserted. Manufacturer reference#: (B)(4).